Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 400 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.